Event description:
It was reported that a customer experienced a temporary loss of cgm pairing between a dexcom g7 sensor and the ilet pump, described as an unpairing that later reconnected on its own, with prior occurrence near end of sensor life and the pump kept in a pocket for an extended period. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and resolution of connectivity without device replacement. Investigation included customer troubleshooting and education, verification of alert behavior in the alarm menu, and guidance to restart the pump if a cgm disconnect persists for over an hour. Investigation of this case revealed an intermittent communication disruption limited to pairing between the cgm and the ilet, with no alerts or alarms reported and no ongoing malfunction following reconnection. It was concluded, based on previously established findings for similar reports, that the cause was likely transient wireless communication interruption influenced by device placement and user handling, with no device hardware failure identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.